Event description:
It was reported that the lead was explanted and replaced due to lead abrasion.

Manufacturer narrative:
Analysis found multiple insulation abrasions in several locations.

Manufacturer narrative:
No medwatch form was received.